Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the implant didn't really help much; it was programmed into the legs instead of the back. The patient stated the therapy was not reaching up to her back, the pain was in her waistline and it was targeting her feet up to her thighs. It was noted that the device was reprogrammed about three to four times with manufacturer representative (rep). In conclusion, the ins was replaced with a rechargeable system; it was unknown if it was due to normal battery depletion. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the reason their first ins was replaced was due to 'not recharging it.' (The patient was confused and was referring to their 2nd ins when they made this statement). The reason for the undesired stim in the back and waistline was due to programming. No additional information regarding this event was provided. No further complications were reported.